Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The following potential causes were identified: operator miss-execution, misuse (over bending, excessive force, and sharp objects), machine malfunction, inspection failed or not performed, and material not in specification. However without the sample it is not possible to determine the exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Design improvements were implemented as part of a corrective and preventive action (CAPA), and are effective at addressing the risk of damage to the strain relief from the use of alcohol or similar harsh disinfection agents. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/09/2015 that a customer had an issue with a umbilical vessel catheter. The customer states the umbilical artery catheter was found to be leaking near the hub after the blood had backed up in to the line. The line was discontinued. The leakage occurred just below the hub where the catheter is joined. The catheter was inserted on (B)(6) 2015. It was a continuous use. The catheter was removed on (B)(6) 2015. The device was not replaced. There was no injury to the patient.